Manufacturer narrative:
D4: added UDI h6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Additional information: the customer communicated that the pump is unavailable for return and the patient outcome was good. Investigation summary since neither product nor data logs were available for investigation, the cause of the placement signal issue could not be determined.

Manufacturer narrative:
D4: cannot find the serial number provided by the customer. The UDI is unavailable. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, an optical sensor system error alarm appeared on screen. The resolution for this issue in unknown. The patient was reported as stable and survived explant.